Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported to the emergency room. The device appeared to undersense and pace through a slow ventricular tachycardia. A vt-1 zone was then programmed. An arrhythmia was detected in this zone, resulting in delivery of anti tachy pacing (atp). The atp accelerated the rhythm; however, the accelerated rhythm was not detected. The patient was symptomatic and external shocks were delivered. The device's sensitivity was changed to most and the device was later explanted due to the advisory affecting this model.